Manufacturer narrative:
The lens was received in a condition that made analysis impossible. Product history records were reviewed and all documents met release criteria. There is no evidence to suggest any fault on the part of the device design or MFR.

Event description:
The multifocal intraocular lens was removed and replaced due to the pt's complaint of seeing "floaties and stripes." Lens was replaced with a monofocal intraocular lens.